Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 500 mg/dl and a high ketone level identified as dangerous by healthcare provider. Elevated bg was caused by customer not charging their pump. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) on (B)(6) 2024 . Bg was treated with intravenous fluids of insulin, saline and electrolytes. Reportedly, the customer was released from the ICU on (B)(6) 2024 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.